Event description:
It was reported that the right ventricular (rv) lead was undersensing r-waves. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2005. (B)(4).